Event description:
It was reported that the monitor won't dial out. The patient had sent successful transmissions before. The monitor was returned for servicing and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the assembly was out of specification - electrical.